Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium citrate. In june 2009, the patient had essure inserted. In october 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved and the abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, dysmenorrhoea, gastroenteritis viral, infection, menstruation irregular, migraine, nausea, pain in extremity, paraesthesia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: plantiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: fu eight and nine processed together. Social media received: new events were added: tingling in my hands, pain in my hands, migraines. And reporter information were updated. On 20-mar-2020: fu eight and nine processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gastrointestinal inflammation ('inflammation from essure / intestinal inflammation') in a 33-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2003. Concomitant products included magnesium citrate. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced gastrointestinal inflammation (seriousness criteria medically significant and intervention required), acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines"), eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20)"), headache ("pain in my head"), anxiety ("anxiety"), loss of libido ("loss of sex drive"), menorrhagia ("abnormal / heavy periods"), mood swings ("mood swings"), hypersensitivity ("allergic reaction"), hypoaesthesia ("numbness in hand"), gait inability ("couldn't walk"), speech disorder ("speech problem"), device dislocation ("coil is missing / one of my coils is situated wrong") and irritable bowel syndrome ("ibs"), underwent tooth extraction ("have had 3 teeth pulled so far and well need to have more removed before too much longer") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, removed adhesion from intestine). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the gastrointestinal inflammation, abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity, headache, tooth extraction, menorrhagia, mood swings, hypersensitivity, hypoaesthesia, gait inability, weight increased, speech disorder, device dislocation and irritable bowel syndrome outcome was unknown, the migraine, anxiety and loss of libido was resolving and the eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, device dislocation, dysmenorrhoea, eye disorder, gait inability, gastroenteritis viral, gastrointestinal inflammation, headache, hypersensitivity, hypoaesthesia, infection, irritable bowel syndrome, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, paraesthesia, pelvic pain, speech disorder, tooth extraction, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: plaintiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gastrointestinal inflammation ('inflammation from essure / intestinal inflammation') in a 33-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2003. Concomitant products included magnesium citrate. In (B)(6) of 2003, the patient had essure (ess205) inserted. In (B)(6) of 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced gastrointestinal inflammation (seriousness criteria medically significant and intervention required), acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it. Gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines"), eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20), headache ("pain in my head"), anxiety ("anxiety"), loss of libido ("loss of sex drive") and menorrhagia ("abnormal / heavy periods") and underwent tooth extraction ("hve had 3 teeth pulled so far and well need to have more removed before too much longer"). The patient was treated with surgery (hysterectomy, removed adhesion from intestine). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the gastrointestinal inflammation, abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity, headache, tooth extraction and menorrhagia outcome was unknown, the migraine, anxiety and loss of libido was resolving and the eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, dysmenorrhoea, eye disorder, gastroenteritis viral, gastrointestinal inflammation, headache, infection, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, tooth extraction and weight fluctuation to be related to essure (ess205). The reporter commented: plantiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: essure's implantion date updated, suspect drug recoded to model ess205, event "inflammation from essure" recoded to meddra llt 'intestinal inflammation' and marked as a serious incident, a medical history added, new reporter added on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: social media received events " loss of sex drive, anxiety and abnormal/ heavy periods" were added.reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gastrointestinal inflammation ('inflammation from essure / intestinal inflammation') in a 33-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2003. Concomitant products included magnesium citrate. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced gastrointestinal inflammation (seriousness criteria medically significant and intervention required), acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines"), eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20)"), headache ("pain in my head"), anxiety ("anxiety"), loss of libido ("loss of sex drive"), menorrhagia ("abnormal / heavy periods"), mood swings ("mood swings"), hypersensitivity ("allergic reaction"), hypoaesthesia ("numbness in hand"), gait inability ("couldn't walk"), speech disorder ("speech probelm") and device dislocation ("coil is missing / one of my coils is situated wrong"), underwent tooth extraction ("hve had 3 teeth pulled so far and well need to have more removed before too much longer") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, removed adhesion from intestine). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the gastrointestinal inflammation, abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity, headache, tooth extraction, menorrhagia, mood swings, hypersensitivity, hypoaesthesia, gait inability, weight increased, speech disorder and device dislocation outcome was unknown, the migraine, anxiety and loss of libido was resolving and the eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, device dislocation, dysmenorrhoea, eye disorder, gait inability, gastroenteritis viral, gastrointestinal inflammation, headache, hypersensitivity, hypoaesthesia, infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, paraesthesia, pelvic pain, speech disorder, tooth extraction, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: plantiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events- "mood swings, allergic reaction, numbness in hand, couldn't walk, weight gain, speech problem,coil is missing / one of my coils is situated wrong", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gastrointestinal inflammation ('inflammation from essure / intestinal inflammation') in a 33-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2003. Concomitant products included magnesium citrate. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced gastrointestinal inflammation (seriousness criteria medically significant and intervention required), acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines"), eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20)"), headache ("pain in my head"), anxiety ("anxiety"), loss of libido ("loss of sex drive"), menorrhagia ("abnormal / heavy periods"), mood swings ("mood swings"), hypersensitivity ("allergic reaction"), hypoaesthesia ("numbness in hand"), gait inability ("couldn't walk"), speech disorder ("speech probelm"), device dislocation ("coil is missing / one of my coils is situated wrong") and irritable bowel syndrome ("ibs"), underwent tooth extraction ("hve had 3 teeth pulled so far and well need to have more removed before too much longer") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, removed adhesion from intestine). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the gastrointestinal inflammation, abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity, headache, tooth extraction, menorrhagia, mood swings, hypersensitivity, hypoaesthesia, gait inability, speech disorder, device dislocation and irritable bowel syndrome outcome was unknown, the migraine, anxiety and loss of libido was resolving and the eye disorder and weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, device dislocation, dysmenorrhoea, eye disorder, gait inability, gastroenteritis viral, gastrointestinal inflammation, headache, hypersensitivity, hypoaesthesia, infection, irritable bowel syndrome, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, paraesthesia, pelvic pain, speech disorder, tooth extraction, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: plantiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event outcome of weight increased was up[dated as recovered/resolved. New reporter added. On 18-jun-2020: social media received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium citrate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad that I'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines") and eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity and migraine outcome was unknown and the eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, dysmenorrhoea, eye disorder, gastroenteritis viral, infection, menstruation irregular, migraine, nausea, pain in extremity, paraesthesia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: plaintiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "eye disorder" was added. Reporter was added. On 20-mar-2020: information received via social media. No new clinical information received. On 20-mar-2020: information received via social media. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gastrointestinal inflammation ('inflammation from essure / intestinal inflammation') in a 33-year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2003. Concomitant products included magnesium citrate. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced gastrointestinal inflammation (seriousness criteria medically significant and intervention required), acne ("pimples"), weight fluctuation ("I lost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines"), eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20)"), headache ("pain in my head"), anxiety ("anxiety"), loss of libido ("loss of sex drive"), menorrhagia ("abnormal / heavy periods"), mood swings ("mood swings"), hypersensitivity ("allergic reaction"), hypoaesthesia ("numbness in hand"), gait inability ("couldn't walk"), speech disorder ("speech probelm"), device dislocation ("coil is missing / one of my coils is situated wrong") and irritable bowel syndrome ("ibs"), underwent tooth extraction ("hve had 3 teeth pulled so far and well need to have more removed before too much longer") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, removed adhesion from intestine). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the gastrointestinal inflammation, abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity, headache, tooth extraction, menorrhagia, mood swings, hypersensitivity, hypoaesthesia, gait inability, weight increased, speech disorder, device dislocation and irritable bowel syndrome outcome was unknown, the migraine, anxiety and loss of libido was resolving and the eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, anxiety, device dislocation, dysmenorrhoea, eye disorder, gait inability, gastroenteritis viral, gastrointestinal inflammation, headache, hypersensitivity, hypoaesthesia, infection, irritable bowel syndrome, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pain in extremity, paraesthesia, pelvic pain, speech disorder, tooth extraction, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: plantiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event ibs was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium citrate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad taht I'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it.") And gastroenteritis viral ("stomach virus"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved and the abdominal distension, acne, weight fluctuation, dysmenorrhoea and gastroenteritis viral outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, dysmenorrhoea, gastroenteritis viral, infection, menstruation irregular, nausea, pelvic pain and weight fluctuation to be related to essure. The reporter commented: plaintiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received- new event gastroenteritis viral was added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium citrate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight"), dysmenorrhoea ("the first day of every period was always so bad tahti'd have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."), gastroenteritis viral ("stomach virus"), paraesthesia ("tingling in my hands"), pain in extremity ("pain in my hands"), migraine ("migraines"), eye disorder ("I had problems with my eyes (after hysterectomy they went back to 20/20)"), headache ("pain in my head") and inflammation ("inflammation from essure") and underwent tooth extraction ("hve had 3 teeth pulled so far and well need to have more removed before too much longer"). The patient was treated with surgery (hysterectomy, removed adhesion from intestine). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved, the abdominal distension, acne, weight fluctuation, dysmenorrhoea, gastroenteritis viral, paraesthesia, pain in extremity, migraine, headache, inflammation and tooth extraction outcome was unknown and the eye disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, dysmenorrhoea, eye disorder, gastroenteritis viral, headache, infection, inflammation, menstruation irregular, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, tooth extraction and weight fluctuation to be related to essure. The reporter commented: plantiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne,weight fluctuation, eye disorder and gastroenteritis viral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events tooth extraction was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium citrate. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), infection ("infection"), nausea ("nausea"), abdominal pain lower ("cramping"), abdominal distension ("bloatedness") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced acne ("pimples"), weight fluctuation ("il ost at first, but am now up and down but around same weight") and dysmenorrhoea ("the first day of every period was always so bad that I have to lay on the couch and curl up. Sometimes I'd rock back and forth because of the pain and there was nothing that would help it."). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, infection, nausea, abdominal pain lower and menstruation irregular had not resolved and the abdominal distension, acne, weight fluctuation and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, infection, menstruation irregular, nausea and pelvic pain with essure. The reporter considered acne, dysmenorrhoea and weight fluctuation to be related to essure. The reporter commented: plaintiff posted on social media that her physician will be taking the tubes and the uterus, may be even the ovaries. If they look too bad. She had trouble with anesthesia. "Concerning the injuries reported in this case, the following one was reported via social media: acne concerning the injuries reported in this case, the following ones were reported via social media:weight fluctuation quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 5 and 6 processed together. Social media content received : case became incident. Reporter information added. Event added- dysmenorrhoea. Concomitant products added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.